Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms. Customer declined a system check with tandem technical support. Customer's blood glucose level ranged up to 450 mg/dl at its highest. Customer reverted to manual injections for insulin therapy.